Event description:
Procedure performed: ni event description: information received by customer, via email, on 11feb26: yesterday one of your products, endoport 12mm kii fios 12x100 ctf73, was used on an operation and without anyone noticing from the beginning, the top of the troaker broke. (See picture) the deviation states the following: "a laparoscopic operation is performed. A kii port (12x100) is set in connection with the start of the operation. At the end of the operation, when the specimen is to be removed, the operator notices a callus stuck in the fascia. The operator removes the tip of the plastic troaker (kii port) from the fascia that has broken in connection with the kii gate was set. Photo-documenting the broken kii gate." Neither the port nor the packaging has been saved and therefore it cannot be traced to any particular batch, which is a shame. [Case considered npr] intervention: the operator removes the tip of the plastic troaker (kii port) from the fascia that has broken in connection with the kii gate was set. Patient status: no patient injury or illness reported.

Manufacturer narrative:
The event unit is not being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.